Event description:
It was reported that the customer had high blood glucose levels during the last month. Customer also had 2 no delivery alarms. Customer's blood glucose levels have been over 400 mg/dl at times during the month. Customer also had a motor error alarm. Customer had not called earlier because they had lost the medtronic phone number. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm during testing noted. The motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.